Manufacturer narrative:
Analysis performed indicated that it exhibited normal device characteristics. Sensitivity test was performed on the device with various settings and it was able to sense within the product specification. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Customer complaint of noise was confirmed. Analysis performed indicated that device exhibited normal device characteristics. Sensitivity test was performed on the device with various settings and it was able to sense within the product specification. Device was cut open for further testing. Visual inspection of internal components was performed and revealed contamination of moisture getter on the header feedthrough pins, this may contribute to the sensing anomaly reported from the field.

Event description:
During follow-up, the electrocardiograms revealed noise episodes with a likely true pause episode which was consistent with the patient's report of syncope. Provocative tests were performed in clinic but the noise was not reproducible. The device was explanted and a dual chamber pacemaker was implanted as the patient was indicated for pacing therapy. The patient was in stable condition.